Manufacturer narrative:
The manufacturer previously reported information alleging a garbin evo/trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at a third-party service center, a ventilator inoperative error code was found in the device's error log relating to a high machine flow sensor drift. The service technician states that the system printed circuit assembly (pca) board was replaced to resolve the issue. Additionally, a motor controller shut down and sensor drift error code were also found in the device's error log. The in-ine filter prox and in-line filter are contaminated. The air inlet foam filter was replaced for maintenance. The device passed all final testing. No further investigation is required.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.